Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. The customer reported the battery depleted from 100% to 40% within one day. It was also reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. The customer¿s blood glucose was between 150-200 (mg/dl). Reportedly the customer reverted to manual injections for insulin therapy.